Manufacturer narrative:
(B)(4).

Event description:
It was reported the lv lead was explanted due to diaphragmatic stimulation. It is unknown when this behavior began. The patient tolerated the procedure well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.